Event description:
During assistance with a check patient line alarm on the home choice (hc), during use, during initial drain, the patient revealed there was leaking by the transfer set. The technical service representative (tsr) assisted the home patient (hp) with ending therapy. The hp was told to notify the pd registered nurse regarding the leak. During follow-up the pd registered nurse (rn) was asked about the reported problem. The pd rn stated they did not know about the reported problem. They stated they recently spoke to the care giver and from what they know everything was going smoothly with the patient's therapy. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint could not be confirmed since no product malfunction was confirmed to have occurred, nor sample returned. The cause was undetermined.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.